Event description:
The manufacturer received information from a family member alleging a patient experienced tachypnea, breathing difficulties or a drop in spo2 due to a device leakage while using a trilogy 100 ventilator. The trilogy 100 ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed during an operational check. During the evaluation it was noted that the device failed the flow rate test steps during a functional test. In conclusion, the issue was resolved by performing a calibration of the device. The root cause is confirmed at this time. A clinical assessment determined: the reported event of an increase in circuit leaks and the report of patient experiencing an increase in respiratory rate is assessed as a non-serious injury. Therefore, the device did not contribute to a serious injury or death. The device was replaced and sent for investigation. The device investigation confirmed a large leak, and the device failed the functional test in regard to flow rate. The device was calibrated and unit operated properly. Additionally, during the service of the device, the technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (14.2.05). A final report is being filed at this time. A follow up report will be filed if additional information becomes available.